Event description:
It was reported that pump experienced repeated malfunction alarms related to momentary power loss to vibrator motor, with at least three occurrences of same malfunction on this pump and no notable events reported prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use current pump while awaiting support and planned to rely on alternate method if necessary, and technical support arranged shipment of replacement pump.